Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/13/2015 with the following findings: during investigation, there was evidence of moisture corrosion on the inside, back side of the battery compartment and on the battery cap. Other parts of the pump do not have moisture. A leak test was performed and failed indicating a battery compartment leak. Unrelated to the original complaint, the battery compartment was observed to have a crack in it just below the bumper pad. Additionally, the pump powered on to a dim and discolored display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was noted that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.